Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the peritonitis was not reported. On an unreported date in the same month as diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics which were ongoing at the time of this report (doses, frequencies and routes not reported). Nine days prior to the receipt date of this report, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal/extraneal therapies were ongoing. No additional information is available.